Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube assembly, hemostasis sheath, header bag and arteriotomy locator. There was a slight bend in the arteriotomy locator. The hemostasis sheath and carrier tube assembly were mated together with the carrier tube assembly in rear lock position with color bands exposed. The anchor was not exposed from the sheath. Visual inspection revealed that there were no kinks seen on the hemostasis sheath. The anchor was seen just inside the hemostasis sheath. From this observation, it was determined that functional testing could be performed. Functional testing was performed. The locking mechanism was reset to forward lock position with tweezers. The anchor was observed to be exposed from the hemostasis sheath. The device was then set to rear lock position. The anchor was observed to hook unto the hemostasis sheath. The anchor was held in place while the carrier tube assembly was pulled. The collagen and tamping tube were exposed from the tip of the hemostasis sheath. No functional anomalies were observed. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may include the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor of the angio-seal device did not deploy. Manual pressure was successful. The doctor deployed the angio-seal per protocol. The estimated blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was a success. There were no other devices or equipment used with the reported product. Additional information was received on 22mar2021. The procedure performed for the patient prior to use of the closure device was a peripheral leg intervention. A 6fr procedural sheath was used. A pre- deployment angiogram was performed. The issue noted was that the anchor did not deploy outside of the delivery sheath.